Event description:
Reporter alleged blood glucose device generated a value outside the reading range of the meter. It was stated the meter generated a result that was greater than 600 mg/dl, value unable to be provided, so customer went to the hosp as a result. Reporter stated hospital tested customers' glucose to be 88 mg/dl. No treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent.